Event description:
The pump was replaced due to normal battery depletion. There were no associated patient symptoms. Drug in the pump was baclofen.

Manufacturer narrative:
(B)(4). Analysis noted that this pump was returned in off state. During this period an eos (end of service) and a watchdog occurred. Further analysis found no issue with the hybrid. Analysis findings concluded a pump/hybrid/watchdog reset/cause unknown.